Event description:
It was reported that the pt received an alert via merlin.net for high impedance. The physician suspected that the lead might have been faulty. A shock was performed to get an accurate measurement of the lead impedance. After the shock, the physician was satisfied to know that the lead was not damaged and the pt was discharged.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.